Event description:
Nonperformance of freestyle libre reader and sensor as advertised. The readings of this reader were compared with the readings based on traditional strip-based approach. The variations were wildly disparate. Spent 2 hrs abbott to troubleshoot, not an issue with sensor. The device is flawed and has impacted my diet causing sharp variations in blood sugar levels. The device does not work and abbott diabetes care have refused to refund the charges of (B)(6). Took several test results over a period of 14 days. FDA safety report ID# (B)(4).